Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light source turned on by itself and burned a hole in the drape.

Manufacturer narrative:
Alleged failure: it was reported by the sales rep (B)(6) the light source turned on by itself and burnt the drape the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be a short inside the camera head. Camera head/ ccu was not returned for investigation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light source turned on by itself and burned a hole in the drape